Event description:
It was reported the lead was slipping.

Event description:
It was reported "something was starting to protrude through the patient's skin and she could see electrodes." The patient noticed this about 2 months ago. It was noted it was affecting the patient's "voice box, breathing, and she could not straighten up anymore." It was also reported the patient was experiencing numbness in both her hands, fingers, and both feet. The patient had missed a couple of doctor appointments but the doctor had told the patient she "needed surgery but she was too frail." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, implanted: (B)(6) 2000, product type lead; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 1999, product type programmer, patient; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension. (B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2000, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1999, product type: programmer, patient product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and non-malignant pain. The patient's concomitant medications included baclofen and morphine at unknown doses and concentrations in the patient's intrathecal pump system. The ins was not even working anymore and was not helping their symptoms. The patient was trying to find a surgeon to look at it and possible remove it. The hcp they were currently seeing said that the patient might be too frail for the surgery. The patient could see the leads sticking and protruding out of their left shoulder and right at the top of their spine. It was reported that the patient's spine had been getting progressively worse in the last couple of years. Their spine looks almost like a hook. Their spine was all the way to the left and the patient could hardly walk. The patient had talked with the hcp that managed their intrathecal pump system but the hcp stated that their ins was so outdated that they did not even want to touch it. The patient was concerned that hcps will turn them down and they would be stuck with it for the rest of their life. Hcp listings were requested and sent. The patient stated that they fell a lot and was 'scared to death' that if they fell one more time and fell the wrong way in the shape that they were in that the electrodes might come out of their shoulder and spine. Their spine and walking difficulty had been getting progressively worse because of the scs device.